Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 200 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Troubleshooting was performed with tandem technical support and pump performed as intended. Customer reported stress due to moving, health issues with wife, back pain and reduction of pain medication.